Event description:
It was reported that the bd syringe 3ml ll 200 s/c plunger rod was broken / damaged. The following information was provided by the initial reporter: material #309657. Lot #unknown. Verbatim: rcc received a complaint via phone. Pir attached. My customer is using your syringe ¿ filling it with 1% lidocaine with epi. She has been poked twice now due to the syringe breaking at the base. Why would this occur? Please let me know as she is really upset. Thanks.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) supplemental MDR - plunger rod broken / damaged. One photo of a 3 ml luer-lok syringe (part number 309657) was received for evaluation. Upon inspection, it was observed that the plunger rod was significantly bent at the midpoint. Potential root cause for the plunger rod damaged defect is associated with the assembly process. The lot number is unknown; therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.